Event description:
It was reported that the tip of the straight holt probe was broken off during use in surgery. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for eval. The part was returned with the tip portion missing from the instrument. A visual examination determined that the part appears to have broken due to the tip being bent repeatedly. A review of the device history records found no documentation to indicate a non-conformance to spec.